Event description:
It was reported that the patient underwent an unspecified spinal procedure for foraminal stenosis. It was reported that the l5 screw perforated the l5 endplate, so that the cage could not be inserted. Another cage was used and the surgery was completed without incident. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.